Event description:
Terumo received the following reported information: a coronary angiogram was performed via femoral access and the puncture site closed with the angio-seal device; the patient was discharged uneventfully. The patient re-presented more than 24hrs later with a significant groin hematoma and required open vascular repair of the femoral artery to retrieve the misplaced anchor. During surgery, the angio-seal anchor was reportedly found within the subcutaneous tissue. Ultrasound was used to assess the closure site; however, not to confirm the angio-seal placement. The procedure was completed successfully.

Manufacturer narrative:
. E1: phone number: (B)(6). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.